Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. "The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: [inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was not confirmed. In addition to the findings reported in b5, the following nonreportable malfunctions were identified: scratches on various parts of the device; due to damage on up/down knob, water tightness was lost; bending angle in up direction and the play in up/down knob does not meet specification, due to wear of angle wire; adhesive on rubber has white clouded area, chipped; control unit dirty due to water leakage; damage or deformation; and connecting tube wrinkled. The customer provided to olympus the following information related to reprocessing of the device: the device was cleaned, disinfected and sterilize before returning to olympus. The customer was unable to identify when the foreign material adhered to the scope. The customer reports a no delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were abnormalities in the accessories used for reprocessing. The device air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. The air/water nozzle was flushed with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was a hole int the evis lucera elite gastrointestinal videoscope due to contact with another equipment. There was no patient harm associated with the event. During evaluation of the returned device, the evaluation found there was foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.